Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen peripherally inserted central catheter. The customer reports that after the insertion procedure, it was verified that the tip of the catheter was broken. The customer reports that there was no injury reported and no permanent damage. The event did not prolong the hospital stay and there was no excess bleeding and the surgical time was extended.